Event description:
Bayer case number:(B)(4). Haemorrhagic periods [heavy periods]. Toxic thyroid nodule [thyroid nodule (toxic)]. Frequent migraine [migraine]. Regular asthenia [asthenia] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 42 year-old female patient who had essure inserted (lot no. 627440) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2010 she experienced heavy menstrual bleeding (seriousness criterion medically important). In 2012 she experienced migraine ("frequent migraine") and asthenia ("regular asthenia"). In 2023 she experienced toxic nodular goitre ("toxic thyroid nodule"). The patient was treated with iodine (131 I). In 2020, heavy menstrual bleeding had resolved. At the time of the report, the outcomes for the remaining events were unknown. No causality assessment was received for essure with regard to toxic nodular goitre, heavy menstrual bleeding, migraine or asthenia. The reporter commented: period of occurrence: various symptoms since 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Haemorrhagic periods [heavy periods], toxic thyroid nodule [thyroid nodule (toxic)], frequent migraine [migraine], regular asthenia [asthenia]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 22-aug-2025. The most recent information was received on 02-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 42-year-old female patient who had essure inserted (lot no. 627440) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2010 she experienced heavy menstrual bleeding (seriousness criterion medically important). In 2012 she experienced migraine ("frequent migraine") and asthenia ("regular asthenia"). In 2023 she experienced toxic nodular goitre ("toxic thyroid nodule"). The patient was treated with iodine (131 I). In 2020, heavy menstrual bleeding had resolved. At the time of the report, the outcomes for the remaining events were unknown. No causality assessment was received for essure with regard to toxic nodular goitre, heavy menstrual bleeding, migraine or asthenia. The reporter commented: period of occurrence: various symptoms since 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kg. Batch number: 627440, manufacturing date: 01-jun-2008, expiry date: 01-jun-2010. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 02-sep-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.